Manufacturer narrative:
(B)(4). The returned of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A visual inspection revealed dried tissue in the jaws. The device was activated on simulated tissue and the jaws did stick due to tissue buildup. The jaws were cleaned and activated satisfactorily with minimal sticking.

Event description:
The customer reported that they were unable to open the jaw of the device after sealing. There was no pt injury. The device was manipulated from tissue after sticking. Another device was used to complete the procedure without incident.